Manufacturer narrative:
E1: patient city: (B)(6). Patient country: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in italy. It was reported that patient faced infusions set leakage at site event on 31 may 2024. The infusion set was in use for 2 days. No further information available.